Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse confirmed the errors via the error log. Fse removed the sorter cup pickup head and tip pickup nozzle, cleaned and lubricated all the moving parts; and the rtc & stc lane assemblies, and checked for proper movement. Fse also inspected the z-axis drive motor set screws & the power supply terminal connections, verified the sorter cup ad tip alignments were correct and adjusted the home sensor, verified proper voltages & clot detection adjustment, and cleaned & lubricated the sample nozzle z-axis guide and lead screw. The customer was subsequently able to run quality control (qc) and 280 patient samples totaling over 280 tips attached without errors. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. Theaia-2000 operator's manual; chapter10 - troubleshooting - error messages was reviewed. 4031 sorter x-axis home detection failure the aia-2000 service manual rev 3; chapter10 - troubleshooting indicates that the 4031 sorter x-axis home detection failure error message is generated when the home sensor fails to activate after the sorter x-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to contact tosoh service center or local representatives. 4033 sorter x-axis home overrun the aia-2000 service manual rev 3; chapter10 - troubleshooting indicates that the 4033 sorter x-axis home overrun error message is generated when the home sensor is activated improperly following movement of the sorter x-axis. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to contact tosoh service center or local representatives. 4061 sorter tip pickup z-axis home detection failure the aia-2000 service manual rev 3; chapter10 - troubleshooting indicates that the 4061 sorter tip pickup z-axis home detection failure error message is generated when the home sensor failed to activate after the sorter tip pickup z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). The operator is instructed to contact tosoh service center or local representatives. The most probable cause of the reported event was due to debris in the bearings of and alignment of tip nozzle pickup assembly.

Event description:
It was reported that the customer received "4031 sorter x-axis home detection failure", "4033 sorter x-axis home overrun", and "4061 sorter tip pickup z-axis home detection failure" errors with their aia-2000st analyzer. The customer attempted to troubleshoot by rebooting but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.